Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited distal end was burnt. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: from photos of the actual device and instructions for use that the user used high-energy endo therapy accessories without ensuring sufficient distance from distal end. Accordingly, the suggested event may have occurred. The event can be detected and prevented by following the instructions for use: warning when using the high-energy endo therapy accessories are written in IFU (operation manual) as below: chapter 4 operation: high-frequency cauterization: warning: always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If electrosurgery is performed when the distal end of the endoscope contacts the tissue, patient injury may occur. Always confirm that the electrode section of the electrosurgical accessory is an appropriate distance away from the distal end of the endoscope. Confirm that the green marking at the distal tip of the electrosurgical accessory can be observed in the endoscopic image. If the electrode is used when too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Using a damaged endoscope may cause patient injury. Olympus will continue to monitor field performance for this device.